Manufacturer narrative:
H3 - device evaluated by manufacturer: the lotus edge delivery system was received for evaluation with the nosecone under seated by 3-4mm. The outer curve of the outer sheath was kinked 46mm proximal to the outer sheath tip. There was no other damage identified during the evaluation. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The available media relates to a transcatheter aortic valve replacement into a severely calcified aortic annulus involving three lotus edge devices. The patient had severe angulation in the right femoral and the first lotus edge catheter cannot advance through the introducer. The second lotus edge catheter can then be seen at the ascending aorta. As the catheter moves through the ascending towards the aortic arch it can be seen that the outer sheath is kinked. A third lotus edge catheter is successfully advanced to the annulus. Despite several partial and one full valve re-sheath to reposition, the valve was positioned too low at the left coronary side and showed very little waist. The third lotus edge valve is removed, and the remaining series show the implantation of a non boston scientific valve. Following implantation, a leak is evident during contrast assessment. Two post dilatations are performed, and the leak is reduced in the final contrast assessment.

Event description:
It was reported that a lotus edge valve delivery system kink occurred. The native aortic annulus was moderately to severely calcified in a circular pattern with calcification of the left ventricular outflow tract on the non coronary cusp and left coronary cusp side. The aortic arch was long. There was an elongated atheroma in the right femoral artery. A size large lotus introducer sheath (lot 546440) was inserted with the dilator into the patient's right femoral artery. A 27mmlotus edge valve system(lot 23630112) was introduced in accordance with the instructions for use. After advancing about 15cm the physician stated that the lotus edge valve delivery system could not be advanced any further into the lotus introducer sheath. The angiography showed a kink of the lotus introducer. The lotus edge valve system and lotus introducer sheath were removed. The lotus edge valve delivery system had a compressed appearance approximately 5cm from the nosecone on the outer catheter. No patient harm occurred. A new size large lotus introducer sheath (lot 546440) and a new 27mm lotus edge valve (lot 23587499) were prepared. The lotus introducer sheath was inserted into the patient's anatomy using the dilator. The 27mm lotus edge valve was introduced in accordance with the instructions for use. A kink of the lotus introducer sheath occurred. The lotus edge valve delivery system was able to pass the lotus introducer for advancement, however before the passage of the aortic arch, a kink of the lotus edge valve delivery system was identified. According to the instructions for use, the user was informed that a kinked lotus edge valve delivery system should not be used. As a result, the lotus introducer sheath and lotus edge valve were removed. No patient injury has occurred. A new size large lotus introducer sheath (lot 528310) and a new 27mm lotus edge valve (lot 23745137) were prepared. The lotus introducer sheath was inserted into the patient's right femoral artery using a dilator. The 27mm lotus edge valve was introduced in accordance with the instructions for use. After advancing approximately 20cm the lotus valve system could not be advanced further through the lotus introducer sheath. The lotus introducer sheath had kinked. The lotus introducer sheath was then removed. The physician decided to use a non boston scientific sheath. The lotus edge valve system was introduced through the new introducer sheath in accordance with the instructions for use. Before passage of the aortic arch a kink was visible on the lotus edge valve delivery system. According to the instructions for use, the user was informed that a kinked lotus edge valve delivery system should not be used. The physician decided to continue the procedure. There were multiple positioning attempts of the lotus edge valve, with multiple partial and three full resheaths. The physician was aware that the maximum of one full resheath is in accordance with the directions for use. The valve frame positioned in the left coronary cusp was lower than the valve frame in the non coronary cusp. The physician felt it was difficult to control the release of the valve. An unusual waist was seen on the lotus edge valve, similar to a barrel shape. The lotus edge valve position was mostly too low. The 3 cusp view was difficult to adjust. There were multiple attempts to optimize implant placement. The patient was given a high dose of pain medication which caused hypotension due to respiratory insufficiency. Circulatory support with catecholamines was administered for approximately 10 minutes. With increasing circulatory instability of the patient, it was decided to remove the lotus edge valve and implant a 26mm non boston scientific valve. Post dilation was done with a 24mm and a 26mm balloon. Post procedure, the patient was placed in the intensive care unit. Some days later was moved to the 'normal' cardiac unit. The patient was discharged from the hospital seven days post procedure.

Event description:
It was reported that a lotus edge valve delivery system kink occurred. The native aortic annulus was moderately to severely calcified in a circular pattern with calcification of the left ventricular outflow tract on the non coronary cusp and left coronary cusp side. The aortic arch was long. There was an elongated atheroma in the right femoral artery. A size large lotus introducer sheath (lot 546440) was inserted with the dilator into the patient's right femoral artery. A 27mm lotus edge valve system (lot 23630112) was introduced in accordance with the instructions for use. After advancing about 15cm the physician stated that the lotus edge valve delivery system could not be advanced any further into the lotus introducer sheath. The angiography showed a kink of the lotus introducer. The lotus edge valve system and lotus introducer sheath were removed. The lotus edge valve delivery system had a compressed appearance approximately 5cm from the nosecone on the outer catheter. No patient harm occurred. A new size large lotus introducer sheath (lot 546440) and a new 27mm lotus edge valve (lot 23587499) were prepared. The lotus introducer sheath was inserted into the patient's anatomy using the dilator. The 27mm lotus edge valve was introduced in accordance with the instructions for use. A kink of the lotus introducer sheath occurred. The lotus edge valve delivery system was able to pass the lotus introducer for advancement, however before the passage of the aortic arch, a kink of the lotus edge valve delivery system was identified. According to the instructions for use, the user was informed that a kinked lotus edge valve delivery system should not be used. As a result, the lotus introducer sheath and lotus edge valve were removed. No patient injury has occurred. A new size large lotus introducer sheath (lot 528310) and a new 27mm lotus edge valve (lot 23745137) were prepared. The lotus introducer sheath was inserted into the patient's right femoral artery using a dilator. The 27mm lotus edge valve was introduced in accordance with the instructions for use. After advancing approximately 20cm the lotus valve system could not be advanced further through the lotus introducer sheath. The lotus introducer sheath had kinked. The lotus introducer sheath was then removed. The physician decided to use a non boston scientific sheath. The lotus edge valve system was introduced through the new introducer sheath in accordance with the instructions for use. Before passage of the aortic arch a kink was visible on the lotus edge valve delivery system. According to the instructions for use, the user was informed that a kinked lotus edge valve delivery system should not be used. The physician decided to continue the procedure. There were multiple positioning attempts of the lotus edge valve, with multiple partial and three full resheaths. The physician was aware that the maximum of one full resheath is in accordance with the directions for use. The valve frame positioned in the left coronary cusp was lower than the valve frame in the non coronary cusp. The physician felt it was difficult to control the release of the valve. An unusual waist was seen on the lotus edge valve, similar to a barrel shape. The lotus edge valve position was mostly too low. The 3 cusp view was difficult to adjust. There were multiple attempts to optimize implant placement. The patient was given a high dose of pain medication which caused hypotension due to respiratory insufficiency. Circulatory support with catecholamines was administered for approximately 10 minutes. With increasing circulatory instability of the patient, it was decided to remove the lotus edge valve and implant a 26mm non boston scientific valve. Post dilation was done with a 24mm and a 26mm balloon. Post procedure, the patient was placed in the intensive care unit. Some days later was moved to the 'normal' cardiac unit. The patient was discharged from the hospital seven days post procedure.